Manufacturer narrative:
D2b: pro code (product code): k103751, k110122. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the radial cephalic vein. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.